Manufacturer narrative:
Product complaint #(B)(4). Date sent to the FDA: 10/6/2025. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H6 component code: g07002 pending evaluation of returned device. Additional information: d9, h3, h6. A device has been received; however it has not yet been evaluated. Any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that a patient underwent a laparoscopic procedure on (B)(6) 2025 and a barbed suture was used. When the doctor was suturing the patient's wound, the suture broke, which affected the progress of the surgery. The doctor replaced the suture for the patient. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
Product complaint # ==>(B)(4). H6. Component code: g07002 - device not returned. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: --received information as following from sales rep via phone today. Please refer to the event description, other information requested is unknown. The following information was requested, but unavailable: - were there any patient consequences? A manufacturing record evaluation was performed for the finished device batch and no non-conformances related to the reported complaint condition were identified. This report is being submitted pursuant to the provisions of 21 cfr part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: h6, d9, h3. H3 investigation summary: the product was returned to ethicon for evaluation. One labeled winding former with a needle suture in two sections outside the foil packet was received for analysis. Product code sxpp1b410. During visual inspection of the returned sample, the swage and attachment area were observed to be as expected. The suture pieces were examined, and the ends were noted to be cut likely caused by a unknown object. No anomalies or issues related to breakage suture were observed during the evaluation. Based on the current condition of the returned sample, it is not possible to definitively determine the root cause of the reported event. As the product sxpp1b410 is absorbable and the duration of exposure of the suture in the environment could not be determined, the functional test could not be performed. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. No conclusion could be reached as to what caused the reported complaint. As part of the ethicon quality process, all devices are manufactured, inspected, and released to approved specifications.